Event description:
(B)(4).

Manufacturer narrative:
Resmed has requested the reporter to provide additional info regarding the alarm. At this point with the info available, resmed is unable to confirm any alleged malfunction. No device serial number as provided. Resmed is working with the customer to get additional info. (B)(4).